Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a audio tone/vibration (no sounds) issue. It was alleged that the pump's auditory feature was not functioning. Reportedly, the vibratory feature was functioning properly. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/30/2015 with the following findings: during testing, the pump had an intermittent sound issue. The pump¿s vibratory feature functioned properly. The pump cover was opened and the piezo contacts were found to be misaligned.